Event description:
Decline in symptom relief. Pt presented to their gi with unimproved symptoms since last battery change and also had a low battery. They checked impedance and it was >20000. Pt was referred to back to dr. Manning (surgeon). Dr. Manning took patient back to the or and we identified a loose screw in the header block. We replaced the battery since the battery was eol and impedance was then within range.